Event description:
It was reported that patient presented to the clinic with pre-syncopal episodes. During in clinic testing, noise and loss of capture were observed on the right ventricular lead. The lead was capped and replaced on (B)(6) 2017. Patient was in stable condition after the procedure.